Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of off label use ("off label use") and product use in unapproved indication ("off label use") in a 41-year-old female patient who had essure (batch no. 508836) inserted for contraception. On an unknown date, the patient had essure inserted. The off label use and product use in unapproved indication occurred on an unknown date. Most recent follow-up information incorporated above includes: on (B)(6) 2019: patient reported after being contacted for follow up that she has never experienced groin rash nor any other event (event was deleted) under essure, she made it up just to be able to fill the form to ask her question (she has no question at the moment anymore). Essure was inserted to her approximately 10 years ago for contraception (ref-ess2015, lot: 508836). Essure was brought from abroad and inserted in turkey. "Off label use/product use in unapproved indication" was the new and only event for this case since essure is not registered by bayer turkey. Case was downgraded to "other event). All available information was provided we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of rash ("groin - rash") in a (B)(6) female patient who had essure inserted for contraception. In 2006, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the rash outcome was unknown. The reporter provided no causality assessment for rash with essure. The reporter commented: intervention required (devices only). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.